Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) migrated out of its original position. Additional information was obtained indicating that an x-ray was obtained and noted that the migration occurred during the initial implant. The device was repositioned. No additional adverse patient effects were reported.